Event description:
It was reported that during implant. Device interrogation revealed loss of capture on the right atrial lead. The physician elected to explant and replace the lead. There were no patient consequences.